Manufacturer narrative:
Investigation results: a visual examination of the returned device revealed that the device was received deployed, without the stent. The polymide tubing was kinked. The kinking likely occurred after deployment because there was no corresponding damage to the outer sheath. It was possible to go through the deployment mechanisms without issue. There were no other issues with the device. The condition of the returned device is unable to confirm the complaint of premature deployment. Reviewing all available information, this investigation is assigned the most probable root cause classification of operational context. The complaint is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted to treat a pancreatic pseudocyst during an esophagogastroduodenoscopy (egd)/endoscopic ultrasound (eus) procedure performed on an unknown date. According to the complainant, during the procedure, the distal flange of the stent "felt" like it deployed before the delivery system was fully deployed (i.e. Before the stent deployment hub was fully pulled back); however, the stent was deployed in the desired position. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted to treat a pancreatic pseudocyst during an esophagogastroduodenoscopy (egd)/endoscopic ultrasound (eus) procedure performed on an unknown date. According to the complainant, during the procedure, the distal flange of the stent "felt" like it deployed before the delivery system was fully deployed (i.e. Before the stent deployment hub was fully pulled back); however, the stent was deployed in the desired position. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.